Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The consumer reported that they experienced a loss or change of therapy. She had not felt the stimulation sensation and had been getting up at night and not making it to the bathroom in time. She got the implant for both urinary and bowel and the implant does help the bowels "like clockwork." The patient spoke with the health care professional (hcp) who recommended increasing stimulation. They increased up to 3.5 volts and suddenly felt the pulsing at an uncomfortable level so she lowered to 2.9 volts. She tried increasing again up to 3.6 volts but did not feel stimulation. No outcome, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had contacted their healthcare provider (hcp) office regarding the previously reported issue and was told to increase the stimulation until they could feel a light pulse after reaching a particular setting. The patient didn't remember if that worked. The patient called a second time and received the same instructions; the patient couldn't find their notes to tell how high they went before wondering if they weren't going too high. They left it at that setting but the pulsing sensation still wasn't there. The patient stated that later the unit seemed to stop working as there was no longer a signal getting to my brain and accidents happened. The patient was told to set the unit to a place that it was working regardless of whether or not the pulsing continued. This was fine until the unit suddenly started pulsing too strong for them. The patient didn't remember messing with the unit earlier but grabbed it and set at 3.3. The patient recently changed the unit to 3.6 as their "signal wasn't alerting [them] far enough in advance". The patient also noted their hcp used MRI tests every five years to check for reappearance of thyroid cancer. If additional information is received, a follow-up report will be submitted.